Event description:
Information received by medtronic indicated that insulin pump alarmed hardware low level failure alarm. The self test was completed. Customer stated that the hardware low level failure alarm recurred with motor arm cannot communicate alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Insulin pump case: ngp. Customer returned insulin pump for alleged insulin pump error and insulin pump error found on june 06, 2022. Insulin pump passes displacement test and self test. No unexpected alarms/alerts/anomalies noted during analysis. Successfully downloaded history files and traces using thus. Confirmed the following insulin pump errors in downloaded history on event date: insulin pump error on june 06, 2022 02:1:36.000 with variable 12 and insulin pump error on june 06, 2022 at 02:1:3.000. Insulin pump error variable 12 confirmed due to hardware error. Insulin pump error (linenumber= 2727 filenumber= 32122) due to hardware error. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical damage¿on the electronic assembly, motor, or force sensor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay. Insulin pump error and insulin pump error confirmed due to hardware error, isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Occupation has been updated and provided with this report in section e3. Report source has been updated and provided with this report in section g2. Health effect clinical code has been updated and provided with this report in section h6.